Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the right common iliac artery limb occlusion with additional endovascular procedure events are confirmed. The complaint is most likely anatomy related. The right common iliac artery was sharply angled. The inferior stent margin of the right iliac stent landed in the sharp angulation, which most likely contributed to the right iliac occlusion. The left common iliac artery aneurysm enlargement is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the left common iliac artery aneurysm enlargement could not be determined. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) year post initial procedure, the patient had an occlusion of the right ovation iliac limb due to the limb being in a bend in the iliac artery and this shut flow down to limb. It was also noted that the left side had become aneurysmal. The physician elected to treat the patient by extending both limbs to successfully resolve these events. The final patient status was reported as doing good and was released home.